Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2013 the lay user/reporter contacted lifescan to report the one touch lancing device lancet holder was damaged. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported lancing device's lancet holder was damaged; she was unable to obtain a blood sample for glucose testing. The patient took no actions due to the reported lancing device issue. The next day, the patient experienced the symptom of shaking; she did not seek any medical attention or treatment. The patient managed her diabetes with oral diabetes medications. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the lancing device issue occurred, therefore this complaint is being reported.